Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) regarding an implantable intrathecal pump intended to deliver bupivacaine [8 mg/ml] at 3.6070 mg/day and dilaudid [8 mg/ml] at 3.6070 mg/day, indicated for non-malignant pain. On (B)(6) 2018, it was reported that the patient had a cerebrospinal fluid (csf) leak in the past and had headaches because of the leak. They found the catheter was dislodged and leaking csf. The event date was unknown, "way in the past" according to reporter. It was unknown what was done to correct it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the dislodged catheter and csf leak had been resolved when the pump was replaced due to motor stalls on (B)(6) 2018. Reference regulatory report #3004209178-2018-03077 for the manufacturer's report regarding the motor stalls. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.